Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External visual inspection of returned material revealed a damaged power supply cable that had potentially exposed and frayed wires. Visual inspection of returned material revealed damage to power supply showing that it was tampered with. It was visible that the power supply was covered with hot glue and electrical tape. The component was manipulated before receiving for evaluation. No additional physical damage was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.

Event description:
The investigation of the device revealed a finding of potentially frayed and exposed wires on the power supply of the device. The patient electronics device and power cord accessories were replaced and there were no adverse consequences reported by the patient.